Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator (ICD) exhibited noise over-sensing resulting in pacing inhibition. The ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of sensing noise could not be reproduced in the lab. Analysis was normal. No anomalies were found.